Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021.

Event description:
The customer reported that the v60 touchscreen is unresponsive after touchscreen calibration. The customer is also reporting the v60 front and rear bezels are cracked. The customer contacted product support and reported having intermittent issue screen intermittently non-responsive. The biomed is reporting the v60 becomes unresponsive shorty after completing touchscreen calibration. Product support advised customer the likely failure is the v60 touchscreen. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.